Event description:
During programming history review, it was observed that the patient generator was interrogated and observed to be disabled with settings aligning with a faulted diagnostics condition. As faulted diagnostics were observed, this could have contributed to the increased seizures as the patient was not receiving their normal intended level of therapy. No additional relevant information has been received to date.

Event description:
It was reported by the neurologist office that high impedance was noted on the generator. It was noted that the patient generator was not working due to low battery. Patient was reported to have had an increased in seizures above pre-vns baseline. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Clinic notes were received and reviewed. It was stated that the patient's leads may be jarred off the generator; therefore, high lead impedance was recorded. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a generator replacement occur. Impedance was found to be within normal limits. It was reported by the neurologist that the patient was very active and has had trauma, which was indicated why there were concerns about the lead. It was reported by the sales representative that the patient generator had system diagnostics performed and no impedance issues were observed. During the replacement surgery, diagnostics were performed multiple times throughout and no issues with impedance were observed. No additional relevant information has been received to date.